Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient needed to have their leads replaced. The consumer stated that something had been ¿weird¿ with not being able to program the lead correctly, so it had been decided to switch to a paddle lead. It was unknown when the issue occurred. The patient was to follow up with their healthcare provider (hcp) to have the system replaced. Physician listings were sent to the patient as their previous hcp had retired. No patient symptoms were reported and there were no further complications. Indication for use is other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2017 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the leads did not function correctly. The patient experienced a shocking/zapping sensation. The issue started sometime in 2008 and the leads were eventually replaced in 2010. Several attempts were made to program the device, but it did not help. Once the leads were replaced, the issue was resolved, too. The patient¿s weight at the time of the event was unknown. There were no further complications reported or anticipated.